Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At home the patient obtained a blood glucose result of over 600 mg/dl. The patient experienced symptoms of hyperglycemia and felt very weak. The patient was taken to the hospital. At the hospital the patient's blood glucose was 1000 mg/dl. At the hospital the patient was connected to the hospital's infusion device and was administered insulin through that device. On (B)(6) 2017 the patient's blood glucose had come down to 300 mg/dl. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.